Manufacturer narrative:
H3: analysis of the ins found no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the charger could only be connected to the ipg after numerous attempts or not at all, so that ipg battery discharges before patient has had a change to recharge. If a connection is successful, the charging quality is indicated as excellent. The implant can be easily felt under the skin. The 97745 and 97755 were replaced with new ones, but charging difficulties remained. The antenna locator feature of the 97755 was used, qualities showing between "good" and "strong." The antenna locator was used on an empty ipg for about 40 minutes but never switched to normal charging mode. When the charger was disconnected and the ipg was interrogated via 97745, the ipg battery showed 70% - so the passive charging mode had worked and the ipg was charged, but there was no feedback from the charger about the successful charge. This could be reproduced with 2 different 97755 and 97745 devices. It was noted that the ipg was replaced.